Event description:
A nurse reported that, during intraocular lens implantation surgery, the lens came out with anterior haptic stretched and twisted. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).